Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an under fusion of arsenic. The arsenic infusion started at 1450. At 1650, the pump beeped for end of infusion; however; there was 70mls remaining in the bag. At 1730, the infusion was complete, and the bag was empty. There was patient involvement but no harm.